Event description:
Two of four screws affixing bsso plate became loose from patient's compromised bone 6 weeks after implant but remained intact in plate construct. They were removed and replaced.

Manufacturer narrative:
Correction: d9 - yes. Returned to manufacturer: 29-jul-2025.